Event description:
It was reported that the tubing of auromatic administration set detached from the spike. This occurred when the solution bag had pressure applied to it. A patient was connected to the setup when this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; however, a companion sample was provided for evaluation. During visual inspection of the companion sample, a lack of solvent was observed at the junction of the spike and tubing. During pull testing the spike became separated from the tubing of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition is due to size of the tubing and a lack of solvent at the junction. To correct the condition, the tubing diameter was made smaller and device operators were re-certified for assembly. Should additional relevant information become available, a supplemental report will be submitted.